Event description:
It was reported that the right ventricular lead impedance was low and the threshold was high over the past nine months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) 2006-(B)(6). (B)(4).